Manufacturer narrative:
Device evaluated by MFR. : the nc emerge mr, ous 3.50mm x 12mm, catheter was returned for analysis. A visual, tactile, microscopic analysis and functional testing was performed on the device. No issues were identified with the hypotube shaft and visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. No identified tears or pinholes in the balloon and no signs of tip damage with the bumper tip. The device was attached to an encore inflation device. An attempt was then made to inflate the balloon to 20 atmospheres (atm) as per, emerge, instructions for use. It was successfully inflated and held pressure. No issues were identified with the balloon material.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported, and the patient was in good condition post-procedure.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported, and the patient was in good condition post-procedure.